Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient reported withdrawal symptoms after the pump was implanted on (B)(6) 2025. The patient was in the hospital. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved. The hcp has no further information for medtronic. Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that the patient was hospitalized due to the withdrawal symptoms. The cause of the patient's withdrawal symptoms was unknown. The issue resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.